Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm coupler had a bent pin. The device was removed from the packaging and installed into an anastomotic instrument. The bent pin was discovered when inspected under the microscope. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h11: the device was received for evaluation. During visual inspection, dried blood was visible on the 2.5mm coupler rings which is consistent with the alleged event taking place during use. One pin on the left ring of the 2.5mm coupler was found to be slightly bent towards the inside of the ring. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.